Event description:
Our rep is reporting that the patient had an acl repair sometime in (B) (6) 2009 with the use of rigidfix and biointrafix for fixation and an undefined allograft for repair. Subsequently, sometime in february, the patient presented with pain and swelling of the subject knee. On (B) (6) 2009, the patient underwent a re-surgery, at which point the surgeon removed all devices involved with the fixation and the repair. The facility tested the allograft and the results noted a high white cell count. See also associated mdrs 1221934-2010-00102 and 1221934-2010-00104.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.